Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record was not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. It was not confirmed if the lens was explanted as scheduled on (B)(6) 2017. The serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 24.5 diopter intraocular lens (iol) was implanted into the patient's right eye (od) on (B)(6) 2017. Post-operatively, the patient experienced a myopic surprise, which decreased the patient's visual acuity. A planned explant will be performed on (B)(6) 2017 and the replacement lens will be the same model, but different diopter of 22.5. No additional information was provided.